Event description:
It was reported that the ilet displayed alert 61 indicating an external flash write error, the user attempted multiple restarts without resolution, and a replacement device was arranged with guidance to shut down the pump and return the original; the user continued cgm monitoring. Symptoms included no adverse clinical effects, and blood glucose remained in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.